Event description:
End user stated that he replaced gearbox. Now the joystick will move only one wheel if he moves to the joystick to right the chair goes backwards, if he moves joystick the opposite way the chair goes forward.